Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? No, the device locked before delivering any staples. Did the device cut? If yes, was the cut line complete? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? It was the first firing. What colour cartridge was being used? Gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing or opening)? No. The analysis found that one ple60a device was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The revers button worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device locked on the first firing before stapling and cutting. The surgeon tried to use the reverse button to open the device but it didn't work. He used the manual override and opened the device. Opened a new gun and completed the procedure without any issues. There were no adverse outcomes for the patient.